Manufacturer narrative:
The log file of the affected device was analyzed. Based on the logged entries the reported problem could be confirmed. The stored error codes indicate an unacceptable deviation between measured turbine rotation speed and the set value. In such a case the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified by generating the corresponding optical and acoustical alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient was connected to the carina to support patient's breathing, carina started to work normally but suddenly the device informed malfunction and stopped operation. Carina shut down and restarted. It restarted for seconds and shut down by itself. This happened several times. Patient saturation was low as 80% and below, and patient had difficulties to breath so CPAP was really needed. New carina was brought for patient and it worked normally. Patient had few minutes break in CPAP treatment. No further consequences reported.